Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that inadequate apposition occurred. A synergy ii drug-eluting stent was introduced to treat the target lesion. Upon deployment, the stent appeared twisted and not fully expand. It was challenging to remove the balloon catheter. A guide extension catheter was eventually passed to establish more support. After the stent delivery system was removed, another balloon was used to fully deploy the stent and the procedure was completed. No patient complications were reported.